Event description:
It was reported that the user replaced a dexcom g7 sensor and did not enter the four-digit pairing code into the ilet, resulting in failed cgm pairing to the ilet while the sensor was paired only to the dexcom g7 mobile app. The ilet entered bg run mode and stopped automated dosing until cgm pairing completed. Symptoms included hyperglycemia accompanied by headache. Outcomes included temporary interruption of automated insulin dosing with continued operation in bg run mode. Investigation included technical support troubleshooting and user education on correct sensor code entry and pairing steps. Investigation of this case revealed user error related to incorrect or incomplete cgm pairing to the ilet. It was concluded that the device functioned as designed and that the event was attributable to user setup error, with dosing to resume once pairing completed.